Event description:
A physician reported that an ophthalmic exhibited an alert saying irrigation unavailable during phacoemulsification mode and quadrant removal mode. The procedure details and patient impact were not reported.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. An internal investigation was opened but was later determined irrelevant to this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
FDA product code 1431 included.

Event description:
Additional information received when moving into position three on the footswitch the console stopped and advisory 159 was displayed and the anterior chamber collapsed. The phacoemulsification mode and irrigation mode were not working. The operating console was shutdown and setup again with new fms, handpiece and the procedure was completed.